Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room, loss of capture due to fracture was noted on the right ventricular (rv) lead. Programming changes were made to device and the lead was capped and replaced on (B)(6) 2020. The patient was stable.